Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic episode while changing their cgm and encountered difficulty because it was the wrong cgm type; the user treated the event with oral glucose and reported recovery from a blood glucose of 47 to 77. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information on the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.